Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found (e-2 error). Lo results not observed. The most likely root cause of e-2 is scratches.

Event description:
Customer called concerned that he wasn't getting a reading from the meter when in test mode. The customer performed a test during the call ((B)(6) 2016) and the result read lo. He stated that he felt fine (asymptomatic). He hadn't made any changes to his diet or medication (metformin). He also mentioned when asked that he had been storing the supplies in the kitchen cabinet. Customer were instructed about proper supply storage. His expected blood sugar levels should be between 110-150 mg/dl (fasting). He did have another vial of strips that he purchased at (B)(4) today (lot pr2130) and he ran a test with them and received a result of 78 mg/dl. The test strip lot manufacturer's expiration date is 4/30/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): 136mg/dl, (B)(6) 2016 12:56 am, fasting: yes. 212mg/dl, (B)(6) 2016 03:25 pm, fasting: no. 134mg/dl, (B)(6) 2016 03:06 am, fasting: yes. 226mg/dl, (B)(6) 2016 12:45 am, fasting: no. 125mg/dl, (B)(6) 2016 03:20 pm, fasting: yes.